Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During preparation for use a cardiopulmonary bypass procedure, the level sensor could not be powered on. There was no adverse consequence to a pt as a result of this event.